Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side implant deflation.

Event description:
Patient reported a right side implant deflation. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received with lot number 2486928. Visual analysis of the returned device identified; fold creases, wear abrasion, linear opening, white particles in shell, brown particles in valve, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified: a linear sharp opening on radius side in the same location of crease assessed as fold flaw opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening. Trend analysis: no patterns were found; therefore, no additional actions are deemed required. The trend of deflation complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.